Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another 5.0 x 60 sterling balloon catheter. There were no patient complications reported.